Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement test, self test and reset error test. The insulin pump had an alarm in the history due to a corrupted history file. No unexpected error alarms were noted during testing. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and scratches on the reservoir tube window.

Event description:
It was reported that the customer's insulin pump got multiple error alarms and the customer no longer trust the device. No further information was provided.